Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although no samples or photos were available for evaluation, bd has initiated further investigation relating to label lift through a CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that the label on the bd vacutainer® sst¿ blood collection tube peeled up before use. The following information was provided by the initial reporter, translated from chinese to english: "customer complaint, before use this batch, they found many tubes label upwarp."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the label on the bd vacutainer® sst¿ blood collection tube peeled up before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer complaint, before use this batch, they found many tubes label upwarp."